Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 3500 mcg/ml at 400 mcg/day. The indication for use was intractable spasticity. The patient went in for a refill on an unknown date, and the amount in the reservoir did not match what was expected. He came back for a second check at an unknown date, and the reservoir did not match what was expected again. The catheter was checked and deemed patent. A replacement took place. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved, and the patient's status was "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.